Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked and the cap would not stay on. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2018 with the following findings: no power interruptions were observed in the black box download. The battery compartment was cracked. No damage was found to the battery cap. The battery cap attached securely to the pump. The battery cap contact height and width was found to be within specifications. No power issues occurred during testing. The pump was opened and no damage was found to the power circuit. Intermittent power issue could not be duplicated during investigation. Unrelated to the original complaint, the display was dim.